Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the occluder exhibited a bulbous deformation. The decision was made to remove the pfo from the patient. An attempt was made to wash the occluder and see if it would reconfigure back to it's original shape, but the deformation persisted. A new 25mm amplatzer pfo occluder was successfully implanted. There were no adverse patient consequences reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. One video from field appeared to show deployment of an occluder device having both discs deployed bulbously. H6: device code 4582 removed. Code 4582 added. Device code 4648 removed. Code 2199 added.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure using a 9f amplatzer treviso delivery system. During device preparation the occluder was not damaged or mishandled. The occluder was never released from the delivery cable. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system.

Manufacturer narrative:
Final product return: sections d9, g3, g6, h2, h3, h6, h10. An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One video from field appeared to show deployment of an occluder device on operating table, having both discs deployed bulbously and continuing deformity upon second deployment. The cause of the reported incident could not be conclusively determined, however is consistent with the use of larger sheath, as use of a larger sheath may influence deformations of the device.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure using a 9f amplatzer treviso delivery system. During device preparation the occluder was not damaged or mishandled. It was noted during procedure, under fluoroscopy, it was noted that the occluder exhibited a bulbous deformation. The occluder was never released from the delivery cable. The decision was made to remove the pfo occluder from the patient. An attempt was made to wash the occluder and see if it would reconfigure back to it's original shape, but the deformation persisted. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. A new 25mm amplatzer pfo occluder was successfully implanted. The patient did not experience any symptoms related to the event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.